Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer lid had not opened all the way. The field service engineer (fse) had adjusted the rails on drawer 6. The functionality was tested in the application by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from nearby station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.